Event description:
It was reported that the patient came to the office claiming to have an allergic reaction and complications to the implants at tooth sites # 19 and # 20. The implants were removed due to allergic reaction and infection, per the patient's request.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: additional PMA/510(k) number ¿ k011028 / k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information, corrected data and device evaluation. Correction: implant placement date has been updated to unknown. Product availability was updated to no. The following sections are being reported: b4: date of this report was updated. D6a: implant placement date was updated to unknown. D9: product availability was updated to no. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111, 4114 and 3331. H6: investigation findings code was added: . 213. H6: investigation conclusions code was added: .4310. H10: narrative/data was updated. Zimvie did not received the reported implant for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). Functional testing to recreate the reported events could not be performed due to the nature of the device & events. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are external factors (i.e. Patient conditions). Therefore, based on the available information, device malfunction could not be verified. Without device receipt, the reported events were non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.